Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the keypad buttons were giving a delayed response. It was noted that the keypad cover was peeling and occured prior to the tactile changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/05/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/24/2014 with the following findings:the keypad cover was found to be completely peeled off the pump. During testing, the ok keypad button was found to be intermittently unresponsive; the contrast button was completely unresponsive. The up arrow and down arrow keypad buttons responded appropriately to button presses. The contrast button contact was found to be missing. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.